Manufacturer narrative:
One workmate¿ claris¿ ep-4¿ cardiac stimulator was received for evaluation at tech center. Visual inspection of the returned stimulator verified the connectors and labels had no physical damage. The stimulator was powered on and communication was established with the test standard touchscreen. The stimulator passed the self-test for all four channels. The field reported event was not reproducible as stimulator was left-on for an extended period and communication was maintain with no anomaly observed. Functional testing also confirmed consistent stimulation output. The root cause cannot conclusively be determined as the field reported event was not reproducible. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the root cause cannot conclusively be determined as the field reported event was not reproducible. Communication was established and maintained during the evaluation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission. Further information was requested but not received.

Event description:
During the procedure, a communication issue was noted and the procedure was cancelled. The claris system did not recognize the stimulator and indicated that it was not connected on the claris "stim" menu. The issue could not be resolved and the procedure was abandoned and rescheduled for another day. There were no adverse patient consequences.